Event description:
Patient undergoing placement of pacemaker. Patient connected to zoll r series defibrillator pre-procedure. During procedure, when electrocautery was used. Defibrillator would shut down and then power on again. This occurred multiple times during procedure. Similar problem recurred next day with pt undergoing ICD generator exchange.